Event description:
It was reported that the handpiece began overheating during incoming inspection at distribution. There was no pt involvement or any reported user injury.

Manufacturer narrative:
The handpiece has not yet been received at the u.s. MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.